Event description:
It was reported that customer experienced repeated cartridge alarms on pump that were not resolved by loading new cartridges using correct technique, and cartridge alarms recurred when customer attempted to resume insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.